Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforated wall") and menometrorrhagia ("menometrorrhagia") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization, genital bleeding and uterine fibroid embolization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, c-section (1 c-section), tubal ligation (failed laparoscopic tubal ligation), ectopic pregnancy (failed ltl followed by a left ectopic), termination of pregnancy - elective and menometrorrhagia (date of last menstruation before essure not known due to menometrorrhagia). Essure inserted post-curettage, not during breast-feeding, last delivery was no cesarean section. No abnormal uterine findings prior to essure insertion. Previously administered products included for ectopic pregnancy: methotrexate. Concurrent conditions included morbid obesity, uterine abrasion (curettage at time of essure placement) since (B)(6) 2004 and uterine cervix dilation procedure since (B)(6) 2004. Concomitant products included anesthetics and general on (B)(6) 2004 for general anesthesia and uterine abrasion. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad pain on lower part of my back, my back kills me") and headache ("headaches, these pains are what's killing me"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad pain on lower part of my back, my back kills me") and headache ("headaches, these pains are what's killing me"). The patient was treated with surgery (hysteroscopy with novasure ablation). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, back pain and headache had not resolved and the menometrorrhagia outcome was unknown. The reporter considered back pain, headache and uterine perforation to be related to essure (ess205). The reporter provided no causality assessment for menometrorrhagia with essure (ess205). The reporter commented: consumer is looking for an essure provider to have it removed. Physician who placed the essure stated she cannot confirm if a perforation had occurred or if the essure was removed, since she moved her office. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan - on an unknown date: came out of right tube and perforated wall (abnormal nos). On (B)(6) 2004: gynecological examination for essure insertion: hysteroscopy: visualization of tubal os was difficult, path not found, early secretory endometrium. Insertion was easy, fluid loss not more than 1500 cc, no complaints after insertion. Right ostio: 5 coils viewed, left ostia: 2.5 coils viewed. Hsg ordered for (B)(6) 2005, unknown if performed since patient changed physician. On (B)(6) 2005: hysteroscopy with novasure ablation for menometrorrhagia: 2 minutes ablation- 119watts, both coils visualized in ostia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: unsuccessful follow up attempts were performed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforated wall"), amongst non-serious events. Upon receipt of further information, also menometrorrhagia was reported, requiring a hysteroscopy and novasure ablation 4 months after essure insertion. The events are anticipated according to the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure may occur, most often during insertion. In this case, onset date was reported as "four months after" but no details were provided and it was also reported that essure completely came out of right tube and perforated her wall. Based on the events' nature, causality with essure cannot be excluded. Changes in bleeding pattern, including unscheduled and heavy bleeding may occur under essure use, although the reporter referred that the patient had menometrorrhagia before the insertion, a contributory role of essure cannot be excluded (related). This case was regarded as incident due to the serious injury related to essure and intervention required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information could be obtained.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforated wall"), menometrorrhagia ("menometrorrhagia") and device dislocation ("migration of implant") in a 35-year-old female patient who had essure (ess205) inserted for female sterilization, genital bleeding and uterine fibroid embolization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3, c-section (1 c-section), tubal ligation (failed laparoscopic tubal ligation), ectopic pregnancy (failed ltl followed by a left ectopic), termination of pregnancy - elective and menometrorrhagia (date of last menstruation before essure not known due to menometrorrhagia). Essure inserted post-curettage, not during breast-feeding, last delivery was no cesarean section. No abnormal uterine findings prior to essure insertion. Previously administered products included for ectopic pregnancy: methotrexate. Concurrent conditions included morbid obesity, uterine abrasion (curettage at time of essure placement) since (B)(6) 2004, uterine cervix dilation procedure since (B)(6) 2004, abdominal pain, lower gastrointestinal bleeding, irritable bowel syndrome, blood pressure high and anxiety. Concomitant products included anesthetics, general from (B)(6) 2004 to (B)(6) 2004 for general anesthesia and uterine abrasion as well as dicycloverine (dicyclomine) since 2015, omeprazole since 2015, oxycocet (percocet) since 2011 and quetiapine (seroquel). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, back pain ("bad pain on lower part of my back, my back kills me") and headache ("headaches, these pains are what¿s killing me"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia ("heavy painful prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("heavy painful prolonged menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("lower abdomen pain during sex"). The patient was treated with surgery (hysteroscopy with novasure ablation) and surgery (bilateral salpingectomy, surgery to remove the essure implant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, back pain, headache, menorrhagia, dysmenorrhoea and vaginal haemorrhage had not resolved and the menometrorrhagia, device dislocation and dyspareunia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia with essure (ess205). The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: consumer is looking for an essure provider to have it removed. Physician who placed the essure stated she cannot confirm if a perforation had occurred or if the essure was removed, since she moved her office. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Ultrasound scan - on an unknown date: came out of right tube and perforated wall (abnormal nos) on (B)(6) 2004: gynecological examination for essure insertion: hysteroscopy: visualization of tubal os was difficult, path not found, early secretory endometrium. Insertion was easy, fluid loss not more than 1500 cc, no complaints after insertion. Right ostio: 5 coils viewed, left ostia: 2.5 coils viewed. Hsg ordered for (B)(6) 2005, unknown if performed since patient changed physician. On (B)(6) 2005: hysteroscopy with novasure ablation for menometrorrhagia: 2 minutes ablation- 119watts, both coils visualized in ostia. Patient did CT scan of the abdomen and pelvis with contrast, result not reported. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: the case (B)(4) (MFR# 2951250-2017-06417) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; patient's relevant medical history; removal date added; concomitant drugs added; events were added: migration of implant, heavy painful prolonged menses/ abnormal bleeding (menorrhagia), heavy painful prolonged menses/ dysmenorrhea (cramping), lower abdomen pain all the time, abnormal bleeding (vaginal), lower abdomen pain during sex and she did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforated wall") and menometrorrhagia ("menometrorrhagia") in a (B)(6)-old female patient who had essure (ess205) inserted for female sterilization, genital bleeding and uterine fibroid embolization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, c-section (1 c-section), tubal ligation (failed laparoscopic tubal ligation), ectopic pregnancy (failed ltl followed by a left ectopic), termination of pregnancy - elective and menometrorrhagia (date of last menstruation before essure not known due to menometrorrhagia). Essure inserted post-curettage, not during breast-feeding, last delivery was no cesarean section. No abnormal uterine findings prior to essure insertion. Previously administered products included for ectopic pregnancy: methotrexate. Concurrent conditions included morbid obesity, uterine abrasion (curettage at time of essure placement) since (B)(6) 2004 and uterine cervix dilation procedure since (B)(6) 2004. Concomitant products included anesthetics and general on (B)(6) 2004 for general anesthesia and uterine abrasion. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad pain on lower part of my back, my back kills me") and headache ("headaches, these pains are what's killing me"). The patient was treated with surgery (hysteroscopy with novasure ablation). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, back pain and headache had not resolved and the menometrorrhagia outcome was unknown. The reporter considered back pain, headache and uterine perforation to be related to essure (ess205). The reporter provided no causality assessment for menometrorrhagia with essure (ess205). The reporter commented: consumer is looking for an essure provider to have it removed. Physician who placed the essure stated she cannot confirm if a perforation had occurred or if the essure was removed, since she moved her office. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Ultrasound scan - on an unknown date: came out of right tube and perforated wall (abnormal nos) on (B)(6) 2004: gynecological examination for essure insertion: hysteroscopy: visualization of tubal os was difficult, path not found, early secretory endometrium. Insertion was easy, fluid loss not more than 1500 cc, no complaints after insertion. Right ostio: 5 coils viewed, left ostia: 2.5 coils viewed. Hsg ordered for (B)(6) 2005, unknown if performed since patient changed physician. On (B)(6) 2005: hysteroscopy with novasure ablation for menometrorrhagia: 2 minutes ablation- 119 watts, both coils visualized in ostia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician returned questionnaire - uterine/tubal perforation with essure: event added "menometrorrhagia". Patient's medical history, concomitant conditions, date of essure placement and details of placement added, examination results. Physician changed office and patient did not provide further records. Physician stated she cannot confirm if a perforation had occurred or if the essure was removed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforated wall"), amongst non-serious events. Upon receipt of further information, also menometrorrhagia was reported, requiring a hysteroscopy and novasure ablation 4 months after essure insertion. The events are anticipated according to the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure may occur, most often during insertion. In this case, onset date was reported as "four months after" but no details were provided and it was also reported that essure completely came out of right tube and perforated her wall. Based on the events' nature, causality with essure cannot be excluded. Changes in bleeding pattern, including unscheduled and heavy bleeding may occur under essure use, although the reporter referred that the patient had menometrorrhagia before the insertion, a contributory role of essure cannot be excluded (related). This case was regarded as incident due to the serious injury related to essure and intervention required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.